Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had blood glucose readings between 400-600 mg/dl. The customer stated he believed that the settings were incorrect. The customer was assisted with delivering a bolus and changing his set. It was reported that the customer's blood glucose had been high since he started using the pump. The customer stated his blood glucose reading at the time of the call was 364 mg/dl. The customer reported feeling dizzy and had blurred vision. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.